Event description:
The gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit detached prematurely (about 5 seconds). Power was not applied superfluously. Three coils were deployed prior to incident. The pt was reported to be in good condition.